Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was unresponsive with no audio tone, no vibration and a blank display screen. The battery cap was returned and was able to fully tighten. There was a crack in the battery compartment, but no evidence of moisture inside the compartment. There was a crack near the display area that was confirmed with a leak test. There was evidence of moisture contamination throughout the inside of the pump when removed from the case. Additional testing could not be completed due to internal moisture damage.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the pump was exposed to moisture and was no longer working. It was reported that there were no beeps or vibrations and that moisture was seen behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.